Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed inflammation at the implant and was administered with antibiotics (type and duration not reported). The implanted device remains.